Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Articulation gear teeth, spring cartridge lockout tab. The analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with four cartridge reloads present. Reloads a, b, and d were received partially fired and with the lockout spring damaged; reload c was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with test reloads on the three articulated positions; on the left and right sides it fired, cut and formed the staples as intended. However, on the center the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobotomy procedure, the stapler was unsatisfactory during the act of stapling the pulmonary artery. The doctor continued the surgery by suturing the artery. The bleeding was significant, but controlled time; luckily there was no need for a transfusion. There were no adverse consequences for the patient.